Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed as the lot number was not provided. Severity: s_2__; occurrence: a complaint history check could not be performed for the defect/condition reported since the lot number was not provided. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
The manufacturing location for this product is unknown. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is not available for evaluation. However, a no sample investigation review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using an unspecified bd pen needle, the device was not working well. Per the complaint, ¿the needle guard did not stay on even when it was in the locked position... It kept falling off and they had to hold it on while giving injections¿. The complaint also stated that the ¿device seemed to be leaking from the needle even after holding the injection button down for five to seven seconds¿. The patient experienced pain and bruising at the injection site but there was report of serious injury or medical interventions.